Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A healthcare provider (hcp) notified a company representative that the patient received lioresal via their implanted pump. The drug concentration, dose rate, and drug lot number of lioresal was not available / not documented. The patient's medical history was requested; however was unavailable from the hcp. On approximately (B)(6) 2015, the pump pocket was described as having been full of fluid. It was three weeks after the event that the hcp notified the company representative. The distal segment of catheter was separated from the pump. They changed the catheter segment and implanted a model 8578 product (sutureless pump connector). Although it was also reported that the complete catheter was explanted and replaced on (B)(6) 2015. The hcp declined to return the explanted product to the manufacturer. The issue was not resolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury. Reportedly, the hcp had no further information available. It was further reported that the symptoms were related to the "reported pocket fill and catheter segment separation." The pump was found disconnected in "location 1," exactly in the "pump segment." A pocket fill of fluid was noted and the patient did not have other trauma. To resolve the pocket fill they changed the pump segment and implanted an 8578. It was unknown if the patient was taking other medication at the time of the event. The reporter did not have access to the patient's medical history. The indication for use regarding the pump was spinal cord injury. The pump model/serial were requested but the information was unknown. Should additional information be received a supplemental report will be filed.